Event description:
It was reported that during an ultra low anterior resection procedure, when re-anastomosing the bowel, no sound was heard when firing. No crunch noise was heard. The staples deployed but did not cut. A portion of bowel was resected and then re-anastomosed with another same like device. Nurse reported that patient required a temporary stoma as a result. Surgery was prolonged forty minutes.

Manufacturer narrative:
(B)(4). Batch# h5196k, lot# h43t4y, expiration date: 3/28/2016, manufacturing date: 4/28/2011. Uncut washer - blemished two devices were returned for analysis. Device a was received in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device arrived b was received in good visual condition without staples present. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. If the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.